Manufacturer narrative:
Date received by manufacturer: 12dec2019. Report date: 23dec2019. The customer reported that it appeared as if the unit's brushless motor bearing were bad. The customer replaced the blower and the issue was resolved. The device was not being used for treatment when the reported event occurred, and there is a relationship between the device and the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17dec2019.

Event description:
It was reported that the unit declared a high blower temperature error. There was no patient involvement. The manufacturer's remote service technician performed troubleshooting with the customer. The customer confirmed the air inlet filter was not blocked and that the air cooling fan was running. The technician recommended that the customer replace the blower first, then if the issue is not resolved, replace the motor controller board.